Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd ultra-fine¿ ii short-needle insulin syringe was missing lot information on its shelf carton. The following information was provided by the initial reporter: "...no vendor lot."

Manufacturer narrative:
Investigation summary: customer returned several images of a shelf carton and polybags for 0.3ml, 30 gauge, 8ml syringes from lot 1102409. One of the polybags appears to be missing the lot and manufacturing information printed on the reverse side. Another appears to have an open seal on this side as well. A review of the device history record was completed for batch # 1102409 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, embecta was able to confirm the customer¿s indicated failure of label information missing.

Event description:
It was reported bd ultra-fine¿ ii short-needle insulin syringe was missing lot information on its shelf carton. The following information was provided by the initial reporter: "...no vendor lot".